Manufacturer narrative:
Article: grant t. Fankhauser, md, et al. Surgical and medical management of extracranial carotid artery aneurysms. Journal of vascular surgery, 2014.07.092.

Event description:
This complaint was received through literature article "surgical and medical management of extracranial carotid artery aneurysms" published in society for clinical vascular surgery, 2014. As reported, a patient was implanted with a polytetrafluoroethylene graft in the carotid artery due to extracranial carotid artery aneurysm. It was stated a stroke occurred 8 hours postoperatively. At exploration, there was considerable thrombus lining the graft. The graft was excised and the artery was reconstructed with saphenous vein. The patient had no long term sequelae.

Manufacturer narrative:
(B)(4).